Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 09/10/2019 to the present date 12/08/2020 and note that this device has been returned for service 1 time which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device allegedly would not power on. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device allegedly would not power on. There was no patient involvement.